Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016, day was not provided. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a tear in an intraocular lens, model zcb00. There was no patient involvement or injury. No further information was provided.

Manufacturer narrative:
Additional information: device returned for evaluation - yes, returned to manufacturer on 07/06/2016. Device returned to manufacturer - yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed loose particles/fibers in the optic body were observed compatible with handling the lens out of the sterile environment. Residues of ophthalmic viscoelastics (ovd) was observed in the lens body. The lens was missing a portion of the optic zone. Several scratches are observed on the iol. The reported complaint issue of iol torn, lens damaged was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, product component testing, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.